Event description:
It was reported that a (B)(6) patient with cancer underwent a kyphoplasty procedure on levels l1 and t12. One day postoperatively, revealed cement extravasation lateral inferior to level t12 and inferior to level l1. Twenty-five days postoperatively, an x-ray revealed cement extravasation interior anterior to levels t12 and l1. New extension of cement to intravascular was noted. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with rep.